Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Patient's history of gastrointestinal bleeding has been reported under manufacturer report number: 2916596-2021-00956.

Event description:
It was reported that the patient came into the hospital for gastrointestinal bleeding. The patient had a history of gastrointestinal bleeding and arteriovenous malformations. It was found that the patient had multiple polyps which were believed to be the source of the bleeding. These were successfully removed and the patient was discharged to home to follow up on (B)(6) 2021. Low voltage alarms were also reported, and confirmed through a log file anlysis. The patient stated that he was plugged into both batteries and admitted to letting the batteries run low, which caused the alarms.